Event description:
Pt having bilateral carotid stenting. As the distal embolic device was being withdrawn through the tortuous stented common carotid segment, there was resistance. The device was advanced slightly, the embolic protection device constrained as fully as possible and the assembly removed as a unit. Examination showed the distal portion of the protective device was not detached attempts made to retire but pt required carotid endartectomy to remove.